Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose dropped to 52 mg/dl after announcing a dinner meal and consuming approximately six slices of pizza, then rose to 68 mg/dl during the call; the event was categorized as low glucose with an oral glucose recommendation. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-management without medical intervention or hospitalization. Investigation included internal case review of the reported hypoglycemia event and assessment of meal announcement accuracy. Investigation of this case revealed that the likely issue was an incorrect meal size announcement leading to insulin delivery that contributed to transient hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement inaccuracy.